Manufacturer narrative:
G4:30nov2020. B4:01dec2020. The customer replaced the battery and the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported the unit intermittently displayed to check vent battery failed. There was no patient involvement. The manufacturer's field service engineer provided remote support and provided the customer with the part numbers for the battery and power management board.